Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported, that there was oily liquid residues in the balloon insertion kit and the balloon catheter tray. There was no reported injury to the patient.

Manufacturer narrative:
Event site full name: (B)(6) hospital. Event site address: (B)(6). The product was returned with the membrane completely folded and still inside the t-handle. The extender tubing, guidewire, dilators, sheath, pressure tubing, syringe, one-way, 3-way stopcock and angiographic needle were also returned without the original packaging. No physical damage observed. The evaluation consisted of a visual and chemical analysis inspection confirming the presence of fluid inside the packaging. A sample of this fluid has been tested via infrared spectrum analysis and found to be silicone. Intra-aortic balloon catheters and some insertion kit components manufactured by datascope corp. Require medical grade silicone lubricant during manufacturing, and some lubricant may also be used as a surface coating to insure smooth insertion for small french size devices. Thus, it is possible that small spots (ranging from not visible to being visually obvious) of migrated lubricant may appear between the tray and the clear tray cover. This silicone is not foreign matter, is biocompatible and does not affect or compromise sterility of the intra-aortic balloon catheters or insertion kits. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Event description:
It was reported, that there was oily liquid residues in the balloon insertion kit and the balloon catheter tray. There was no patient involvement.

Manufacturer narrative:
Additional information. Section a - patient ID. From: unknown. To: no patient . Section b - describe event or problem. From: it was reported, that there was oily liquid residues in the balloon insertion kit and the balloon catheter tray. There was no reported injury to the patient. To: it was reported, that there was oily liquid residues in the balloon insertion kit and the balloon catheter tray. There was no patient involvement. Section e - occupation. From: n/a. To; other healthcare professional. Section e - health professional? From: [blank]. To: yes. Section h - patient codes. From: no consequences or impact to patient. To: no patient involvement. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4). H3 other text : device not returned.

Event description:
It was reported, that there was oily liquid residues in the balloon insertion kit and the balloon catheter tray. There was no patient involvement.

Manufacturer narrative:
Corrected section: e1 - 'event site email' should have included (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record #: (B)(4).

Event description:
It was reported, that there was oily liquid residues in the balloon insertion kit and the balloon catheter tray. There was no patient involvement.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint #: (B)(4).

Event description:
It was reported, that there was oily liquid residues in the balloon insertion kit and the balloon catheter tray. There was no patient involvement.